Event description:
It was reported that patient underwent primary knee surgery about a year ago. Revision procedure was performed on (B)(6) 2013 due to pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant - about a year ago (exact date unknown). Manufacture date - unknown. Item has been requested to be returned. Upon receipt and product evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Further information was received on (B)(4) 2013 indicating that the surgeon did not approve for return of device. No investigation can be performed.